Event description:
A 0.035 guidewire was advanced into the inferior vena cava immediately caudad to the inferior vena cava filter. The needle was exchanged for a 5-french femoral sheath. The sheath was flushed then a venogram was performed with a 50% dilute nonionic contrast solution. The venogram shows contrast flows freely through the filter with no focal filling defects to indicate thrombi within the filter. The filter tip is demonstrated at the inferior endplate of the l2 vertebral body. On the frontal it appears to be subcutaneous slightly to the right of midline, but within the central one third of the inferior vena cava filter lumen. Subcutaneous tissues overlying the right internal jugular vein were then anesthetized with 1% lidocaine solution and a 3 mm skin incision made overlying the right internal jugular vein. Right internal jugular vein was accessed uneventfully under ultrasound guidance and a 0.035 guidewire was advanced to the inferior vena cava, cephalad to the inferior vena cava filter. A 9 french sheath was placed over the guidewire with tip part cephalad to the filter. The retrieval device was then advanced under fluoroscopic guidance and multiple attempts were made to capture the cephalad tip of the inferior vena cava filter. Attempt was then made with an angled sheath and an angled retrieval device and the cephalad tip could not be captured by the retrieval basket. A loop snare was then used to try to capture the tip of the filter but was not successful. The snare was removed and the jugular sheath flushed then capped. Venogram was performed through the 5-french right groin sheath and the lateral projection showing the cephalad tip of the filter at the ventral wall of the inferior vena cava. A guidewire then a two different types of catheters were then advanced in order to pull on the dorsal legs of the filter to change the orientation of the filter tip slightly dorsal. There was some slight movement of the tip dorsal when using the one of the catheters. The angled sheath and angled retrieval device were again advanced from the right jugular approach and the filter tip was unable to be captured. The 5-french femoral catheter was then exchanged for a 7-french femoral sheath catheter and the loop snare advanced with the loop snare catheter able to be advanced between the filter tip and the vessel wall, but when removing the snare and catheter the tip again went towards the ventral wall. The snare was removed. The femoral sheath and the jugular sheath were then removed and pressure applied with hemostasis achieved. Inferior vena cava filter was unable to be retrieved. The cephalad tip of the filter appeared central within the lumen on the frontal view, but showed tip towards the ventral wall on the lateral view. The position of the ventral tip to the ventral wall did not allow the retrieval basket to successfully capture the tip.